Manufacturer narrative:
Review of the submitted system controller log files confirmed the reported interruptions in pump function between (B)(6) 2016. Several low speed events and one transient pump stoppage were captured during this time frame, resulting in both low speed advisory and low speed hazard alarms. The atypical events occurred while the system was operating on the power module and on batteries and correlated with elevations in pump power and estimated flow values up to 11.1 watts and 11.9 lpm, respectively. A distal end driveline replacement was performed on (B)(6) 2016 and approximately 19 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline revealed that all wires were electrically intact. Examination of the outer silicone sleeve and clear bionate layers revealed no areas of damage despite the patient's report of trauma to the driveline. The metal braided shield appeared unremarkable except for some very minor shield breakdown near the metal connector, which appeared consistent with approximately 2 months of use. Visual inspection of the underlying wires under a microscope revealed no areas of compromised wire insulation or damage to the inner conductors along the entire length of the returned driveline segment. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Following the distal end driveline replacement procedure, information was provided by the center indicating that the patient experienced additional low speed alarms. The data recorded in the submitted system controller log file following the procedure confirmed a transient low speed advisory alarm on (B)(6) 2016 at 17:48 when the pump speed dropped below the low speed limit while the system was operating on battery power. A moderate elevation in pump power up to 8.7 watts was recorded during this event. Following the low speed event, the pump speed immediately ramped back up to the fixed speed and no further atypical alarms were captured for the remainder of the log file. A specific cause for the low speed and pump stoppage events and the correlating pump power elevations captured in the log files could not be determined. The submitted x-ray images of the patient's driveline appeared unremarkable. The patient remains ongoing on lvad support and no further alarms were reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 2 months. The replaced portion of the driveline was returned for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient awoke during the night to low speed and pump stop alarms while the system was supported on the power module. The patient switched to battery support and did not experience any further alarms. The patient¿s event history was reviewed and multiple low flow and pump off alarms were confirmed. No visible damage to the external portion of the driveline was noted. In addition, the patient was complaining of a recent increase in symptoms of shortness of breath and dizziness over the last 2-3 days. The patient reported there had been trauma to the driveline as it had gotten caught on door knobs multiple times. The patient¿s lab results and clinical signs were reportedly normal. There was no reportedly no indication of thrombus. The manufacturer's technical services representative performed a driveline evaluation and replacement on (B)(6) 2016. The patient experienced another low speed alarm with a corresponding increase in pump power values after the driveline replacement. The patient was asymptomatic and was unaware of the alarm. No further information was provided.